Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had a recurring no delivery alarm. Blood glucose level at the time of the incident was not provided; however, the customer experienced a blood glucose value above 400 mg/dl. The patient treated their high blood glucose via insulin pump therapy. The caller also stated that the no delivery alarm issue was resolved by a complete set change. The caller also stated that the reservoir had to be pushed into the reservoir compartment and held there to get insulin delivery. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.